Manufacturer narrative:
Additional information received: the investigator reported the bifurcated stent graft was unlikely to have migrated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were implanted in another manufactures stent graft system for the endovascular treatment of a 72 mm abdominal aortic aneurysm. The proximal neck diameter was 29 mm with moderate thrombus noted at the seal zone. It was reported that follow up CT completed showed stent migration resulting in kinking of the vessel and occlusion of left common femoral artery. The patient was symptomatic with pain in both legs. Atherectomy was performed and a balloon expandable stent was implanted with resolution of the event. The cause of the event was assessed to be device related. No additional clinical sequelae were reported and the patient is fine.